Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was undergoing initial implant. Lead and generator were tested outside of the pocket, impedance was good. When the device was implanted but high impedance was seen. Troubleshooting was preformed such was using the test resistor on the generator, pin was re inserted and the impedance issue did not resolve. A new lead was then implanted. The surgeon suspected that the surgical procedure causes the issue. The suspected device has been shipped to the manufacturer but has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
H3: product analysis of suspect product in under way.

Event description:
Additional information received, the suspected product has been received by the manufacturer. Product analysis is underway and has not been completed to date. No other relevant information has been received to date.

Event description:
Product analysis was approved and reviewed. Based on the review, the device functioned as expected, no device failure was seen. No other relevant information has been received to date.